Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support and successfully reset the pump, after which the error code did not reappear, allowing the customer to start their sensor session successfully.